Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a bilateral primary breast augmentation procedure with unspecified mentor saline breast prostheses where the left implanted deflated after implantation. The patient also reported that the left breast hangs low and the nipple looks sunk in. Patient also reported pain in the nipple area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.